Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ddm406, mfg date: 04/01/2011, exp date: 01/31/2016. In addition, a review of the possible batch manufacturing records was conducted and the batch met all finished goods release criteria. Conclusion: the actual device involved in this event was returned for evaluation. A clip off defect was noted, which is a manufacturing defect.

Event description:
It was reported that a patient underwent a surgical procedure for peritonitis on (B)(6) 2012 and suture was used. During the anastomosis of the bowel, the needle detached from the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.